Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation confirmed that the core wire had been fractured and the tip coil had detached and was not returned. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the damage is consistent with forcible contact. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
During the procedure, the tip of a pressurewire certus broke inside the patient. The broken tip of the pressurewire was retrieved using a snare. The procedure was completed using another pressurewire certus. The patient is stable.